Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. W/o the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the pattie got lost during the surgery and as a result the surgery lasted two hrs. The surgery was completed w/o locating the pattie and one week later the pattie was retrieved.